Event description:
It was reported to medtronic minimed that the customer called in to report a high blood glucose (bg) event. The event involved product(s) unomedical, mmt-1884, unk_res. The customer has both types of diabetes listed and was using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at the time. The high bg event lasted for more than four hours and was managed by changing the infusion set and delivering a bolus. The current bg value is 129 mg/dl and the high bg is no longer ongoing. The customer declined further troubleshooting and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Unomedical, mmt-1884, unk_res were not expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.